Event description:
It was reported that the patient presented in-clinic after receiving a vibratory notification. High, out of range, pacing lead impedance was observed. In-clinic measurements were in normal range. No patient symptoms were reported. Patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.